Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2014 with blood glucose of 30 mg/dl. Customer reported that glucagon was given by spouse and then again by paramedics. The customer was treated with glucagon shots. The customer was wearing the insulin pump during the hospitalization. Customer did not remember details well due to issue happening some years ago. Customer was not yet wearing sensors.